Event description:
It was reported that surgery was delayed due to the surgeon having trouble inserting the device.

Manufacturer narrative:
.

Manufacturer narrative:
The returned device was sent to quality for evaluation. It was determined after the analysis, all of the dimensions were intolerance. The shell was also functionally acceptable.